Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Bha was performed about a month ago. Patient fall caused dislocation. When manual reduction was done, v40 dislocated from uh1. Stem and head remained and uh1 was revised. Customer wants to know if there is any problem with fixation style of uh1.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a uhr bipolar head was reported. The event was not confirmed. Method & results; product evaluation and results: the device was returned for evaluation. Discoloration on the poly section was noticed, which is likely caused due to in-situ use. There is nothing remarkable to report on this device. Dimensional and functional inspections were not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that patient fall caused dislocation. The femoral head disassociated from the uhr bipolar head. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Bha was performed about a month ago. Patient fall caused dislocation. When manual reduction was done, v40 dislocated from uh1. Stem and head remained and uh1 was revised. Customer wants to know if there is any problem with fixation style of uh1.